Manufacturer narrative:
Per further engineering review, although the site believed that the reference frame and patient had not moved, based on the reported issue and investigation the most likely cause was that the frame moved. The instructions for use (IFU) that accompanies the device contains warnings regarding frame movement: ¿warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result.¿ and ¿warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative reported that the j-hook channel on the peg that travels through to mount the perc pin was worn out. The damage to the mount would have led to the rotation of the pin, resulting in an inaccuracy. The suspect adapter was returned to the manufacturer for analysis. The adapter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while navigating in a spinal fusion, screw placement was found to have breached the spinous process medially. The surgeon opted to complete the procedure without the use of the navigation system. The site believed they were accurate until a c-arm was used to confirm screw placement. The screws were revised. The site reported that no patient or reference frame movement occurred. There was a reported delay to the procedure of less than 1 hour due to this issue.